Event description:
It was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to treat the bg.